Event description:
In 2004, infuseaport implanted for chemotherapy administration. In 2006, same surgeon removed the infuseaport. In '07 pt found palpable nodule on chest wall at site of removed infuseaport in 2006. MRI bilateral breast done, taken to or in '07, removed small piece of rubber/plastic like tubular structure consistent with a part of the locking device on a reservoir of an infuseaport.